Event description:
The micro sagittal saw was sent for eval due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device w/o any procedure delay.

Manufacturer narrative:
Corrosion of the rotor assembly was identified as the probable cause of the device overheating. Corrosion damage can lead to the creation of heat due to increased friction between moving parts.